Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they have developed an infection at the infusion site (arm) while wearing the pod between 49 and 71 hours. The patient reported pain on initial pod insertion, and when the pod was removed, the patient observed an infection with purulent discharge. The patient then went to (B)(6) hospital on (B)(6) 2026 and the doctors diagnosed a skin infection and was reported to have concerns of sepsis. However, the patient did not develop sepsis. The patient was prescribed flucloxacillin 500mg, 4 times a day every 6 hours for a week. The patient was advised to monitor the infection area and to seek medical attention if the infection area spreads. The infection was reported to worsen with symptoms including swelling, purulent discharge, headaches, body aches, and the infection site was hot to the touch. The patient was then seen at a walk in clinic at stoke (B)(6) hospital on (B)(6) 2026. The patient was recommended to continue treatment until the infection healed; there was no change in prescription or diagnosis. It was reported the infection has since healed.